Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Upon revision, yellow fluid, dark stained tissue, corrosion on the trunnion, dark debris filling the back of the acetabular cup, and minimal bony ingrowth into the acetabular cup were noted. The stem remained in situ.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.